Event description:
It was reported that the left ventricular (lv) lead exhibited high pacing thresholds with intermittent capture. Also, the implantable pulse generator (ipg) experienced unexpected longevity. The lead and device were explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: c4tr01 ipg, implanted: (B)(6) 2013; 407645 lead, implanted: (B)(6) 2013; 3778-60 x 2 pain stim lead, implanted: (B)(6) 2007; 37742 neuro programmer, implanted: (B)(6) 2007; 37711 pain stim ipg, implanted: (B)(6) 2007. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the full lead was returned in segments, analyzed, and no anomalies were found. Visual summary analysis of the lead indicated apparent explant damage. Electrical test results were passed, visually and electrically with destructive analysis.